Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered several inappropriate shocks due to oversensing of non-physiologic artefacts. Technical services (ts) reviewed the episodes and noted comprehensive troubleshooting was already performed and the non-physiologic artefacts are not reproducible. The s-ICD was programmed to the secondary vector after automatic set-up suggested that vector. The patient will continue normal follow-up. The s-ICD system remains in service. No additional adverse patient effects were reported.